Event description:
Customer reportedly, received result of 100 mg/dl taken on the inform system and 62 mg/dl on a lab value within 10 minutes. Patient was given an IV of d50% glucose. No quality controls were used. Requested return of suspect device and replacement was sent.